Manufacturer narrative:
(B)(4). The device evaluation was completed. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a high drain 104 alarm occurred during drain four on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated that they had gotten the readings in the morning after the therapy occurred. The technical service representative (tsr) reviewed the therapy settings, therapy log, and ultra filtration (uf) per cycle. The tsr explained to the hp that the hp drained 5565ml in drain four. The tsr arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.